Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted animas to report that the patient had received numerous ¿loss of prime¿ warnings earlier that day. The reporter informed customer technical support (cts) that the patient primed the pump 7 times while still connected. Review of history and amount of insulin left in cartridge revealed that the patient primed 160 units inadvertently. At the time of the call, the reporter confirmed the patient was not experiencing symptoms and his blood glucose (bg) registered at 167 mg/dl. The reporter was advised to contact 911 or to take patient to the ER of closest hospital. Later that evening the reporter called back and reported that the patient was treated and released from the ER. No additional information regarding ER visit was provided. It is not known what the patient¿s blood glucose registered when he arrived to the ER, nor is it known what treatment he received. At the time of the call, the customer technical support (cts) was unable to determine reason for the patient being connected during rewind, load and prime steps. Instructions for use instruct the user to always disconnect prior to performing those steps. This complaint is being reported because the patient reportedly received treatment by an hcp for a potentially low blood glucose excursion while on insulin pump therapy. The patient¿s alleged hypoglycemia can be attributed to use error since the pump alerts the patient to disconnect prior to priming.